Event description:
The end user states that the bed rails snapped in half. The end user states that the bed and rails were the original ones delivered some years ago. The end user has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.